Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. (B)(4). Reporter phone number not provided. Philip's senior supply planner confirmed the reported failure. A credit was issued for the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04/08/2019. Date rec¿d by MFR: 04/25/2019. Failure analysis on the returned unit shows that the touch screen ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.